Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were evaluated and all customer's indicated failure modes with the incident lot were observed except the glass breakage.

Event description:
It was reported that regen¿ tht® nc: 1.0ml had problems with dust, dust on the glass, dirty hemogard cl, dirty labels, broken tubes and scratched tubes. No serious injury or medical intervention.